Manufacturer narrative:
Analysis was normal. No anomalies were found. Loss of capture was also noted. Device code: please add device code 1081 (failure to capture) also.

Event description:
Loss of capture was also noted.

Event description:
It was reported that when the patient presented to clinic after receiving inappropriate hv shocks, far p-wave oversensing and decrease in r-wave amplitude was observed. The patient received inappropriate shocks due to lead noise. Lead dislodgement was noted on fluoroscopy. Patient¿s inr was high and the patient was scheduled for lead revision. The lead was attempted to be repositioned but the helix would not extend so the physician elected to explant and replace the lead. Patient was stable before, during, and after the procedure.